Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the pin were reviewed and identified no deviations or anomalies. Dimension taken are within specification. The pin is fractured near the threaded feature. The fractured piece was not returned. This device is used for treatment. A product history search was conducted for part# 00249004630. The search identified no additional complaints for the same lot# 63221886. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the threaded pin was fractured during surgery. The tip of the pin was left in the patient's bone.